Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 3 states, ¿pain and/or loss of function.¿ number 4 states, "inadequate range of motion due to improper selection or positioning of components.¿ number 11 states, "fretting and crevice corrosion can occur at interfaces between components." Number 12 states, "wear and/or deformation of articulating surfaces." Number 16 states, "disassociation of the modular components requiring additional surgery." Number 25 states, "myocardial infarction". Number 30 states "material and wear debris sensitivity reactions this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-03481 / 03483).

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2012, and a revision procedure on (B)(6) 2014. Legal counsel reported patient allegations of pain, inflammation, difficulty ambulating and sitting or standing, metal fretting and corrosion, displaced acetabular shell, dry fibrinous debris, metal debris, and wear into the posterior neck of the femoral component. Legal counsel alleges dark slate gray and black-stained tissues were noted during the revision procedure. Legal counsel further alleges that patient suffered an acute myocardial infarction during the procedure. A review of invoice history confirmed both surgery dates and that the modular head, acetabular cup and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2012, and a revision procedure on (B)(6) 2014. Legal counsel reported patient allegations of pain, inflammation, difficulty ambulating and sitting or standing, metal fretting and corrosion, displaced acetabular shell, dry fibrinous debris, metal debris, and wear into the posterior neck of the femoral component. Legal counsel alleges dark slate gray and black-stained tissues were noted during the revision procedure. Legal counsel further alleges that patient suffered an acute myocardial infarction during the procedure. A review of invoice history confirmed both surgery dates and that the modular head, acetabular cup and taper insert were removed and replaced. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2014 was due to a displaced acetabular cup. The patient's operative report noted fibrosis, synovial fluid, wear, dry fibrinous metal stained debris, and loose cup. Additional information received in patient medical records noted that on (B)(6) 2014 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.